Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 74 mg/dl, 62 mg/dl and 204 mg/dl when all tests were performed within 10 minutes on the aviva system after she had self-treated with juice because she felt hypoglycemic symptoms. Reporter also alleged that within 10 minutes of the 204 mg/dl result, she obtained another result of 78 mg/dl on the same system. Reporter stated she may have had juice on her fingers when she obtained the 204 mg/dl. Reporter stated she ate a candy bar before going to bed after obtaining all of the readings. Reporter alleged that on another day, she also obtained back to back blood glucose results of 223 mg/dl and 60 mg/dl within 10 minutes on the same system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.